Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. There is no report of serious injury or death associated with this event.

Event description:
"The surgeon inserted the inner ring into the abdomen for setting up (B)(6). When rolling up the outer ring, the part of sheath was tear. He replaced to new and started the surgery." Patient status: "no problems." Additional information received via email from distributor september 8, 2016. The alexis was rolled inward. Please see attached picture for location of tear.

Manufacturer narrative:
Investigation summary: the event unit was returned. Upon visual inspection, engineering confirmed that there was a tear originating from a puncture in the sheath near the flexible ring. It is possible that the alexis® sheath was punctured by an instrument. A puncture, followed by tension on the film during placement, likely caused the sheath to tear. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.